Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a power on reset (por) message. The patient reported that she was checking her device on her left side when she saw the por message. The patient reported that she was not getting the relief that she normally did on that particular side. The patient reported that they had not had any medical procedures done lately, but had been at the hospital recently could have been exposed to emi.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.